Manufacturer narrative:
Tac informed the customer that the cassettes were not being by the unit. The customer reported to tac that the bottles were sticking out. The customer closed the drawer and started the unit up and the unit started with no issues. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor had an e71 message, which can occur when the disinfectant bottle drawer is not pushed in all the way. It is possible that this may have caused scopes to be reprocessed during a time when the concentration determination was disabled. There were no reports of patient harm with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts at additional information about the event were made, but were not successful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was able to be resolved. Because the device was not returned for evaluation, the definitive root cause of error e71 could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿3.10 checking the disinfectant solution concentration level: prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life.¿ olympus will continue to monitor field performance for this device.